Event description:
It was reported that a guide wire fracture occurred. A 182cm choice¿ guidewire was selected for use and advanced towards the lesion. While retrieving the unspecified stent delivery balloon, the guidewire fractured at the median position, on the linear part. One part was retrieved immediately and one part was retrieved in the hands of the operator when the stent delivery balloon was retrieved. The procedure was not completed. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
Device evaluated by manufacturer: the unit returned has wire broken, as part of overall visual revision. Unit returned matches with upn provided by the customer. The visual inspection was performed and the device returned was fractured in two sections. The proximal section was kinked and approximately 53.5cm in length. The total length of the proximal and distal section together meet specification for the guidewire overall length. All the outer diameter (ods) were taken and all of them are according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a guide wire fracture occurred. A 182cm choice¿ guidewire was selected for use and advanced towards the lesion. While retrieving the unspecified stent delivery balloon, the guidewire fractured at the median position, on the linear part. One part was retrieved immediately and one part was retrieved in the hands of the operator when the stent delivery balloon was retrieved. The procedure was not completed. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
(B)(4).